Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty loading the cartridge. During troubleshooting with tandem technical support the customer verified there were no alerts or alarms in the pump logs. The customer reloaded the cartridge and was able to complete the load process successfully. There was no reported impact to the customer's blood glucose level.